Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, normal electrode impedances could not be obtain at an initial activation of the recipient on (B)(6) 2019. A CT scan on (B)(6) 2019 indicated appropriate device placement with suspected abnormal anatomical issue. Subsequently, a surgical repair was performed on (B)(6) 2019. On (B)(6) 2019, the recipient returned to audiology clinic for 2nd attempted stimulation, test result indicated 16 intracochlea electrodes have resolved. The recipient will continue to be managed under normal clinical practices by the healthcare provider.